Event description:
The hosp reported that during preparation for a coronary artery bypass graft surgery, one heartstring seal did not load properly. No further details could be provided. A replacement device was used to complete the procedure. No pt complications were reported by the hosp.

Manufacturer narrative:
Investigation results: the visual inspection showed that the nonfolded seal was visible and positioned proximal to the window inside the loader assembly. The delivery device was not attached to loader. The plunger had not been depressed and blood was not visible on the device. The reported failure was confirmed. A lot history record review was completed for the product. There was no nonconformance which could have attributed to this failure mode.